Event description:
It was reported that the physician's programming handheld was freezing. It was reported that a hard reset and removing the battery would clear the freeze but that once it was used again the freeze would recur. It was reported that the handheld was freezing in general and at different screens. The battery was changed on the wand and the physician was given a new programming tablet. The physician kept both programming computers temporarily. The handheld and flashcard are expected to be returned for analysis, but have not been received to date.

Manufacturer narrative:
.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 04/14/2015. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 04/14/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.